Event description:
A malfunction was reported on the pump, specifically highlighted by the appearance of malfunction code 9. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset instructions and assisted the caller in resetting the pump, after which the issue did not recur. The customer was advised to continue using the pump and to call back if the malfunction code reappears, which the caller acknowledged and understood.